Manufacturer narrative:
The sample was collected in 13 x 100, lithium heparin tube with gel and centrifuged at 3,000 rpm for 6 minutes. A field service engineer (fse) was dispatched to the customer's lab in 2006. The fse reviewed the event log and found no errors at the time of this event. However, several sample probe level sense errors were noted. The fse replaced: peri-pump tubing, sample probe and aspirate probes. The fse noted sample wheel misalignments. The fse performed ultrasonic adjustment on reagent pipettors and all wash arm alignments. The fse conducted sample carry over, diagnostics, and precision testing; all results passed within specifications. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously low troponin (acc tni) result from a single pt sample that was generated by the unicel dxi 800 access instrument. A pt sample was tested for accu tni in 2006, and a result of 0.00 ng/ml was obtained. The accu tni result was reported out of the lab and questioned by the physician. After the physician questioned the accu tni result, the customer pulled the original sample and re-tested for accu tni. The repeated accu tni result was 8.16 ng/ml and 7.56 ng/ml upon the subsequent repeat. Based on availabe info, accu tni results for this pt recovered above the ami cut-off value of 0.50 ng/ml before and after the event. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.